Event description:
Sorin group (B)(4) received a report that the stockert s5 system was found to be operating on battery power during set up despite being connected to mains. Troubleshooting by the user found that the power supply was not functioning so it was replaced and subsequent testing confirmed that the issue was resolved. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in cape town, (B)(6). This medwatch report is filed on behalf of sorin (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.